Event description:
It was reported by the patient¿s legal guardian that blood glucose levels rose up to 365 mg/dl while wearing the pod between 25 and 36 hours on the leg. Upon removal, the cannula was observed to be kinked. As treatment, the pod was removed and replaced.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.